Event description:
It was reported that this implantable pacemaker was explanted due to physician opted to replace the device as the patient had lead replacement. A new device was implanted. No additional adverse patient effects were reported. The lead was returned for analysis.